Event description:
An unknown size aneurx bifurcated stent graft and its components were inplanted into a patient for the endovascular treatment of an abdominal aotic aneurysm. Aneurysm and vessel morphology are unknown. Information received from the journal, ann vasc surg 2005; 19; 1-8 documented that in a study of 109 patients migration had occurred in 9 aneurx patients. No patient identifiers are available at this time. Type 1 endoleak occurred in 3 of the migration affected patients and all were resolved by additional cuff placement at the proximal landing zone. The article documented that there was a trend toward higher probability of migration among reverse-tapered aortic neck as well as late aortic neck dilatation. There was no further information provided to medtronic about the details of the patient or relating to the aneurx device. MDR numbers 2953200-2005-01342.